Event description:
A customer reported to beckman coulter, inc. (Bec) that a burning smell from access 2 immunoassay system had been noted. The customer observed a "pmt high voltage ps outside limits" error in the event log and powered off the analyzer. The customer verified no visible smoke or fire was observed. There was no report of injury. No one sought medical attention and there was no effect to patient or user.

Manufacturer narrative:
Service was dispatched on (B)(6) 2011 for this event. The field service engineer (fse) discovered that the obstruction detection board had burnt. The fse returned on the next day and replaced the obstruction detection board. All repairs were verified per the established procedures. Hardware is the root cause of the event. (B)(4).